Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2017, the patient underwent lumbar fusion surgery. While placing an iliac screw in a very dense sclerotic bone, the tip of the screw driver stripped and rounded off near the end of the placement of iliac screw. No patient complications reported as the result of the event.

Manufacturer narrative:
Product analysis: visual hardness the hex at the tip of the instrument is stripped. The hardness of the shaft was checked an appears to be within print spec. The damage appears to be the result of torsional overload. If information is provided in the future, a supplemental report will be issued.